Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery from l5-s1. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and between the transverse processes). Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasingly severe low back and leg pain."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014: the patient was pre-operatively diagnosed with scoliosis. Pseudoarthrosis. Lumbar radiculopathy. Recurrent disc herniation and underwent the following procedures: revision of l5-s1 transforaminal interbody arthrodesis. Posterolateral l5-s1 arthrodesis. Decompressive laminotomies at l5 and s1, revision. Intraoperative evaluation of fusion. Microsurgical technique. Intraoperative neuromonitoring. As per op-notes: ¿ the discectomy was then repeated and the disc herniation was also resected and then a combination of local bone which had 'been morcellized was placed with tissue, as well as with 1/2 of a small bone morphogenic protein. This was placed in the anterior portion of the disc space in proximity to the previous graft that had been placed. After this was performed, copious irrigation was applied. Immaculate hemostasis was obtained. The retractor was then withdrawn and repositioned more lateral to the rods. This permitted the performance of a wiltze style opening of the muscle, which allowed exposure of the lateral and posterior elements, as well as transverse process and these were scraped and a posterolateral hibbs was performed employing again the tissue, as well as rh-bmp2. The external muscle fascia was closed and reapproximated with interrupted, inverted 0 vicryl sutures.¿